Manufacturer narrative:
(B)(4) manufactures the sorin s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The boards were re-seated and the index sensor was replaced. A new motor control board was installed and subsequent testing found no further issues. A technical safety inspection was successfully performed and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site (B)(4) technician.

Event description:
(B)(4) received a report that the s3 roller pump displayed an error message during in-service and the pump stopped. There was no patient involvement.